Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. During the coronary diagnosis procedure, the issue got happened. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. During troubleshooting fse found that actual cause of the issue was software corruption. Fse re-installed the ghost and new host pc and put the hard drive inside and reloaded the software. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.